Event description:
The customer reported via phone call that she has having trouble getting accurate sensor readings. The customer also reported having calibration errors. The customer also reported receiving a sensor glucose reading of 180 mg/dl and a blood glucose reading over 592 mg/dl, which she treated with the insulin pump. The customer will not return the device for analysis.

Manufacturer narrative:
Reliability analysis inspected one opened/used enlite sensor and performed continuity resistance testing. The sensor passed per specifications and performed the bicarbonate buffer test. The sensor passed with accurate readings.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.